Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was able to rewind properly. No rewind anomaly noted. However, unit had a noisy motor during the prime/seating test due to faulty motor. Unit had minor scratched display window, scratched case, cracked case at battery tube side, fading and stained serial number label, pillowing keypad overlay, cracked retainer and a corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had noisy motor during rewind. Customer's blood glucose value was unknown at the time of the incident. Insulin pump will be will return device for analysis.